Manufacturer narrative:
This device was part of a clinical trial of the relay nbs pro thoracic stent-graft system in (B)(6). This complaint was involved with two devices. Device 1 is being reported under MDR-2247858-2022-00019.

Event description:
Enlargement of the descending aorta of this subject has been observed since 2020. The diameter of the aorta reached 62mm and migration and type I b endoleak were observed in 2021, so tevar was to be performed again using a zenith alpha thoracic endovascular graft. Patient outcome - "lesion excluded."

Event description:
Enlargement of the descending aorta of this subject has been observed since 2020. The diameter of the aorta reached 62mm and migration and type I b endoleak were observed in 2021, so tevar was to be performed again using a zenith alpha thoracic endovascular graft. Patient outcome - "lesion excluded."

Manufacturer narrative:
This device was part of a clinical trial of the relay nbs pro thoracic stent-graft system in japan. This complaint was involved with two devices. Device 1 is being reported under MDR-2247858-2022-00019. Device 2 is being reported under MDR-2247858-2022-00020.